Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the station was stuck in error screen. Tried reboot but failed.The customer stated that there was a delay in patient care. As per part investigation, it was determined that the reported error screen condition was caused by a shorted diode D501 and MOSFET Q501 on the drawer controller board (PCBA DWR CNTLR v1.10/v1), resulting in circuit instability, drawer failure, and the station displaying a black/error screen.However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
CORRECTION: SECTION B DESCRIBE EVENT OR PROBLEM, SECTION H IMDRF ANNEX F. ADDITIONAL INFORMATION: SECTION H IMDRF ANNEX CODES. A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 03-DEC-2019 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE HARDWARE FAILURE WAS IDENTIFIED, AND THE AFFECTED DRAWER WAS UNPLUGGED TO ALLOW CONTINUED USE OF THE STATION. FURTHER INVESTIGATION REVEALED THAT DRAWER 4-2 (ENHANCED HALF HEIGHT CUBIE) IN THE MAIN CABINET WAS CAUSING THE STATION POWER TO CROWBAR. A FIELD SERVICE ENGINEER REPLACED THE DRAWER BOARD. THE DRAWER WAS TESTED USING DIAGNOSTICS AND THE APPLICATION, AND ALL FUNCTIONS WERE CONFIRMED TO BE WORKING CORRECTLY. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES, THE STATION WAS STUCK IN ERROR SCREEN. TRIED REBOOT BUT FAILED. THE CUSTOMER STATED THAT THERE WAS A DELAY IN PATIENT CARE. HOWEVER, THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, Section B Describe Event or Problem, Section D Device Available for Eval and Returned to Manufacturer on. Correction: Section D Unique Identifier (UDI).PART ANALYSIS:The reported condition of ¿C6 KPV C was stuck on an error screen¿ was confirmed by Field Service Engineer (FSE) and subsequently confirmed in the DCHU testing and inspection process. According to Work Order#: (b)(4), the FSE reported that a hardware failure was identified, and the affected drawer was unplugged to allow station use. Drawer 4-2 (half height cubie) in the main cabinet was causing the station power to crowbar. The drawer board was replaced, and the unit operated as expected in diagnostics and application. During DCHU Visual Inspection: PN: 151622-01: The part was received in good condition with no signs of physical damage, loose components, fluid ingress or missing components. During DCHU Testing: PN: 151622-01: A DMM test was performed, and during the test, it was found that there was a short circuit in the D501/MOSFET Q501, confirmed at TP505/TP502. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE: It was determined that the root cause of the screen turning black and not functioning was attributed to a shorted diode D501 / MOSFET Q501 on the USE 331392-01 PCBA DWR CNTLR v1.10/v1, which led to circuit instability and ultimately compromised the functionality of the drawer.

Manufacturer narrative:
A DEVICE EVALUATION IS ANTICIPATED BUT HAS NOT YET BEGUN. UPON COMPLETION OF THE INVESTIGATION, A SUPPLEMENTAL REPORT WILL BE FILED.

Event description:
IT WAS REPORTED BY THE CUSTOMER THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES, THE STATION WAS STUCK IN ERROR SCREEN. TRIED REBOOT BUT FAILED. THE CUSTOMER REPORTED THAT NO DELAY OCCURRED DURING THIS ISSUE. HOWEVER, THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.